Manufacturer narrative:
(B)(4). Correction, brand name- correction, method code- correction.

Event description:
Dexcom received additional information regarding a patient's allergic reaction that occurred on (B)(6) 2015. It was reported that the patient experienced a contact allergy from the cyanoacrylate used in the production of the sensor patch. Cyanoacrylate is present in the glue used to attach the housing of the sensor to the top (non-skin adhering side) of the patch. Patient's parent believes that the cyanoacrylate may migrate to the adhesive touching the skin, before it has hardened, coming into direct contact with the patient's skin. Patient's doctor concluded that the patient experienced an allergic reaction to the cyanoacrylate contained in the glue, used to adhere the sensor pod to the top of the mesh of the patch and not the adhesive that adheres directly to the skin.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output and an adverse event on (B)(6) 2016. The patient was vomiting and lost consciousness. Patient's wife took the patient to the hospital. Patient's blood glucose was at 23mg/dl when he was admitted to the ER. Patient could not recall what he was treated with, but believes he was given insulin. Patient was discharged from the hospital on (B)(6) 2016. Patient reported that the receiver not alarming caused the event. At the time of contact, the patient was stable. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4)